Event description:
Event description: cpi received informtion that this implantable cardioverter defibrillator (ICD) system displayed a fault code error message indicating that the shocking capacitors were unable to discharge the internal energy. The ICD system was also exhibiting oversensing and delivering inappropriate therapy. Therefore, the physician conducted an invasive procedure, at which time a fractured is -1 conductor was osberved.